Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical study. Same case as MFR# 6000093-2007-01860. It was reported that 370 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr) for restenosis. Target lesion 1 (8mm long) was identified in the proximal lcx (prox cx) with 70% stenosis and a reference vessel diameter of 2.5mm. Lesion 1 was treated with direct stenting using a 2.50mm x 20mm taxus express2 drug eluting stent. There was a 3mm overlap with the stent placed in the om2. Residual stenosis was 0%. Target lesion 2 (16mm long) was identified in the 2nd obtuse marginal branch (om2) with 70% stenosis and a reference vessel diameter of 2.5mm. Lesion 2 was treated with pre-dilatation and placement of a 2.50mm x 20mm taxus express2 drug eluting stent. Residual stenosis was 0%. The patient was discharged two days later with discharge medications of aspirin and clopidogrel. At 370 days post initial index procedure, and during the two-year follow-up, the site learned that the patient had a q-wave myocardial infarction (mi) and a tvr for restenosis. The patient was treated with a taxus express2 drug eluting stent with placement in the proximal lcx. In the opinion of the physician, the relationship of the taxus express2 drug eluting stent to the mi and restenosis was probable. During the time of the tvr, a new lesion in the lcx was treated with placement of a taxus stent. The actual description of the taxus stent is unknown. In the opinion of the physician, the relationship to the taxus stent was not related.